Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected, precluding a sufficient erection. A revision surgery was performed, and the physician found there was minimal fluid in the reservoir which indicated there was fluid leakage in the system. All components were explanted and replaced. No patient complications were reported.